Event description:
It was reported that a spectrum infusion pump had an issue with the downstream occlusion sensor. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed by reproducing a downstream occlusion which is most likely what the reported symptom of "downstream occlusion sensor" was referring to. Evaluation found the downstream sensor current readings to be out of specification (high), which caused the reported symptom. The was unit was reworked and calibrated to ensure proper occlusion detection.